Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, and to provide patient information. To date, neither the device nor any further patient information has been received by apollo. Device labeling addresses the reported event as follows: contraindications: prior gastrointestinal or bariatric surgery. Any inflammatory disease of the gastrointestinal tract including esophagitis, gastric ulceration, duodenal ulceration, cancer or specific inflammation such as crohn's disease. Precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera® placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. To prevent ulcers, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to orbera® placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after orbera® placement if nausea and/or vomiting are present. A regimen of 40mg per day of an oral ppi should be continued as long as the orbera® is in place. Other medications that are started prophylactically should be continued after orbera® placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera® beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera® include: abdominal or back pain, either steady or cyclic. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition.

Event description:
Reported as: an orbera patient had pain right after balloon placement. The patient had not disclosed having had a previous gastric procedure. Physician believes it was a sleeve procedure and this was not visible during orbera placement. Physician observed esophagitis while scoping the patient when placing the balloon. The patient presented to the ER next day with severe pain. Physician removed the balloon that night. When the balloon was removed, the physician observed an ulcer under the balloon. Pathology showed suture marks from a previous gastric procedure. The patient was not admitted to the hospital. The patient is doing fine, there was no malfunction of the balloon. The problem was the patient's failure to disclose her previous procedure.